Manufacturer narrative:
Additional information: after receiving additional information from the customer, the reported issue was reported during a preventative maintenance service and is unlikely to cause harm or injury at a later time to a patient, thus it is no longer reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
A customer reported to carefusion that the fraction of inspired oxygen (fio2) delivered by their avea ventilator was out of specification. Attempts to calibrate the unit were unsuccessful and did not resolve the fio2 problem. The customer reported there was no patient involvement associated with the event.